Event description:
Information was received from a consumer via a manufacturer representative regarding a patient with an implantable neurostimulator ( ins) for spinal pain. It was reported that the patient had been having a hard time charging and then in the last 2 weeks ((B)(6) 2019) they had not been able to charge the ins above 30%. Without the recharger attached, the controller had to be held right over the ins for it to communicate and sometimes it wouldn't connect. The caller stated that the area that the recharger met the cord, near the coil, had gotten hot. The patient saw an error message twice in (B)(6) 2019, but the patient couldn't recall what it said and reseating the battery resolved the message both times. The caller had reached the antenna locate screen and noted the numbers were erratic: 100, 88, 0, and then the screen would go black and come back with a different number. The caller was able to get the ins charging normally with excellent quality and it was currently in the red. The caller indicated the patient was standing because if they sat down they lost connection. The ins was palpable, didn't feel tilted, and it didn't feel like it had shifted at all. The charge quality was changing. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4) b3: date is estimated; month and year are valid. H3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) found that the recharger was scrapped after failing at plexus and bench testing. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.